Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with blood glucose rising to 355 mg/dl despite changing infusion supplies; the user disconnected, performed a fill tubing until drops were visible, resumed delivery, and reconnected, and education was provided on algorithm maladaptation and proper meal announcements. Symptoms included elevated blood glucose. Outcomes included self-management at home without hospitalization or third-party assistance. Investigation included customer interview, review of available device data, and troubleshooting guidance. Investigation of this case revealed no device alarms, successful priming with visible drops, and user instruction to monitor and, if still elevated after 90 minutes, to change supplies and use a new insulin vial; ketones were not checked and no exogenous insulin was taken. It was concluded that the cause of the hyperglycemia was unclear and that troubleshooting and education were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.